Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter displayed an unknown error message. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged error message began to appear at an unspecified date and time in (B)(6) 2020 and that she had been unable to test her blood glucose due to the error message appearing. The patient manages her diabetes with oral medication (metformin 750 mg once daily). The patient informed the cca that due to issues getting her medication, she stopped taking metformin in (B)(6) 2020. The patient reported developing symptoms of feeling "thirsty and dehydrated" since (B)(6) 2020, after the alleged meter issue began; she was unable to recall the exact date and time. The patient claimed she drank water as self-treatment for the symptoms. No other device was used for testing. The patient informed the cca that she attributed the symptoms to a combination of the meter issue and the medication that she has been unable to take. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked the patient through resolving the issue and the alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.